Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 1. 5.0 mmol/l (mobile system) and 3.1 mmol/l (compact plus system) 2. 4.7 mmol/l (mobile system) and 2.9 mmol/l (compact plus system) sets of readings were taken at different times. The customer felt hypoglycemic symptoms of dizziness at the time of these results. No treatment reported. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with (B)(6) for the compact plus system.